Event description:
It was reported that this communicator triggered a yellow and red call doctor lights. The communicator was power cycled and the issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.